Event description:
It was reported that "when the box was opened up in the operating room, they pulled out the plastic packaging and that was fine. Then when pulling out the inner package, it was noticed that the peel pack seal was damaged and so was the foam. They did not use this implant and had another one to use for the surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.